Event description:
It was reported that the actual residual volume was greater than the expected residual volume. There had been a volume discrepancy in the past two refills.

Manufacturer narrative:
(B)(4).